Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "decreased efficiency of the fiber @ 83,471 joules and 17:58 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no patient injury reported."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the glass cap exhibits mild charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.